Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report, that the distal end of the pipeline failed to open.  The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the ophthalmic internal carotid artery with a max diameter of 4mm and a 5mm neck diameter. The landing zone was 4mm distally and 5mm proximally.  It was noted, the patient's vessel tortuosity was moderate. No patient symptoms or further complications were reported as a result of this event. It was reported, that the pipeline was delivered in the m1 segment of the anatomy, through the tri-axial setup. The microcatheter was unsheathed to expose the distal end of the pipeline, at which point the device was pushed out for passive unsheathing. The distal end of the device never opened. The device was captured repositioned 2 more times, but never completely opened. The distal end of the pipeline failed to open. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps taken included, loading the entire system (wagging). The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication, that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. Ancillary devices include an infiniti sheath, navien 058 guide catheter, phenom 27 microcatheter, and synchro select standard guidewire.

Manufacturer narrative:
H3: product analysis #(B)(4) :¿ equipment used: video inspection system ((B)(4)), ruler ((B)(4)), camera (panasonic lumix dmc-zs5) ¿ drawing(s) referenced: fg-15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside of a biohazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid appeared to be opened and frayed. No bend found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bum4per. The catheter tip, marker, and body were examined; no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the phenom 27 catheter were found within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the returned device, the customer report of "failure to open at the distal end" was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. However, the cause could not be determined. Possible cause includes damaged braid. No issues were found with the returned catheter. Ls 2023-05-24 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.